Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative code e-046 was noted in the device error log indicating the central processing unit could not communicate with the flow sensor using i2c bus. Replacement of the device printed circuit board assembly is required to resolve the issue. No foam particles were found inside the device. No repairs will be completed because the device will be scrapped per customer request. The device will be included in the fsn 2023-cc-src-039.